Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) confirmed the customer complaint. The fse found the shuttle pressure was too high, and replaced the pneumatic interface module. The fse then performed a full calibration and functional test, returned the iabp to the customer, and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) won't boot up. It was also reported that as of (B)(6) 2017 the iabp just alarms. This event was reported during a preventive maintenance by performed by a company representative, but it is unknown under what circumstances the date of event occured. There was no patient involvement, and no adverse event reported.